Event description:
The following information was reported: the balloon popped on 2 devices at the 1st stop, after the second device was removed from the patient a hematoma (6cm or less) was noted, manual pressure was applied for 20 minutes, the hematoma was resolved with no further complications and the patient was not hospitalized. Procedure type: intervention peripheral stick location: medium vessel size: 5mm sheath size: 6f used for closure of the artery additional information: at prep, the black marker on the inflation indicator was fully exposed. There was resistance while inserting the device. There was resistance while pulling back.

Manufacturer narrative:
The devices and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. Two balloon loss of pressure events were reported to have occurred at the 1st stop in the same patient which suggests that other procedural devices such as damaged procedural sheath may have contacted the balloon, potentially contributing to a tear in both balloons. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to its distal end that could have punctured the balloon could not be made. A review of the lhr was not possible as the lot number was not provided. (B)(4). See medwatch form: 3004939290-2015-00186.